Event description:
Additional information received indicated that there was an issue with the phacoemulsification power. It is unknown if there was no phaco or poor phaco. Additional clarification was requested; however, no information has been provided to date.

Manufacturer narrative:
The initial decision to report this as a malfunction was incorrect. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no phacoemulsification power and poor phacoemulsification during a cataract procedure. This resulted in a vitrectomy. The handpiece and cassette were exchanged. The same system was used to complete the procedure.